Event description:
It was reported that the patients leads had migrated which was noted during an ipg elective procedure. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were not returned as they were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 264276.